Event description:
Patient reported 'displacement' with a lap-band rapidport ez. The patient said the physician performed tests that showed the port had flipped upside down. Follow-up findings: the physician confirmed the event and added that the port was "inaccessible during routine first adjustment." An "examination of the port under fluoroscopy" revealed that the "port is flipped." The port remains implanted at this time. The surgeon recommended that the port "needs to be replaced." Follow-up findings: a voluntary medwatch sent from the facility reported that the port was removed and replaced. During the explant procedure, the "surgeon identified the port and noted the tubing had multiple loops which appeared twisted."

Manufacturer narrative:
(B)(4). The facility submitted voluntary medwatch (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the reported event of displacement as follows: caution: "care must be taken to place the access port in a stable position away from areas that may be affected b y significant weight loss, physician activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments", "caution: the access port must be securely fastened to the patient's rectus fascia with all four of the stainless steel anchors firmly embedded in the patient's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."